Event description:
Customer reportedly obtained a result of 2.8 inr on the coaguchek xs system and 2.1 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system for evaluation.